Event description:
Customer received result of 500 mg/dl on the aviva plus system. She administered regular insulin based on this result. Customer reported feeling "heart attack like" symptoms and went to the emergency room (ER). Within 10 minutes customer tested 199 mg/dl on a professional meter. Customer reported feeling shaky and sweaty, which are typical low blood glucose symptoms for the customer. Customer does not recall if she received professional medical treatment. No adverse event related to the device was reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.